Event description:
Customer stated that the unit was operating while the lid latch did not engage.

Manufacturer narrative:
Customer stated that the statspin unit was spinning with lid not latching during centrifugation operation. When asked, no cases of injuries were reported and no medical attention was required.